Event description:
On (B)(6) 2011, pt reported he had questions on where the connector would go when he was attempting to insert the infusion site. Pt has bad eyesight. Pt stated he had a reading of 500 mg/dl and attempted to bolus to bring his blood glucose down. Pt's target blood glucose range is 130-140 mg/dl. Pt reported the infusion set was not crimped or kinked when he removed. Pt stated he had a hospital episode due to the elevated readings. Pt reported the only treatment he remembers receiving was a straight drip. Pt's length of hospital stay was not provided. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.